Event description:
It was reported by the patient that the lead malfunctioned and inappropriate shocks were delivered. It was also reported that there was apparent crosstalk on the lead which could not be resolved with reprogramming, and the lead exhibited high impedance, oversensing, and had a suspected fracture. It was also reported the device had premature depletion. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary for (B)(4): the device was returned and analyzed. The battery depletion was found to be normal. (B)(4) the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.